Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pressure wounds that were unrelated to the device. The ipg capsule was intact and no infection present as per physicians assessment. No device malfunction was suspected. The physician was taking active measures and until these wounds are managed, patient will not be able to remove the ipg that was below the open site at this time. Nothing can be done at this time.